Event description:
It was reported that during a gastric bypass procedure, the device was loaded with a blue 45 reload. The device cut and stapled fine. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/30/2008. Eval summary: the long60 device was received for analysis with and with an empty ecr45b reload loaded. The device was tested for functionality with a test ecr60 reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. Please reference the instruction for use for the correct reloads codes for the echelon 60 instrument codes. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.